Manufacturer narrative:
Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.